Event description:
It was reported that the user did a performance test of the ventilator battery capacity and found that battery capacity dropped faster than expected. The ventilator generated an alarm for "low battery capacity" at this point. There was no patient involvement. Manufacturer ref: (B)(4).

Manufacturer narrative:
(B)(4). No service was requested by the user facility and no batteries were replaced/returned for investigation. Ventilator logs were provided. Review of the event log confirms the, by the user, reported sequence of battery alarms. During the days the user tested the ventilator performance, there are several occasions of battery operation where alarm for low battery voltage is registered directly after battery operation was started. At one occasion the battery operation was started and 3 minutes later alarm for low battery voltage was generated followed by a no battery capacity alarm and then 3 minutes after no battery capacity alarm the ventilator shutdown due to low power. According to the user, appropriate battery backup time was displayed on the screen. The day after event, during testing at biomed department, the ventilator runs on battery power for over one hour without any alarms. There are no technical error codes in the technical log at the time of the event indicating no ventilator malfunction. The ventilator successfully passed pre-use checks on the date of event and the day prior. The pre-use check includes tests and measurements of the battery modules. The test log shows that two battery modules were installed during the event. According to the user facility, the ventilator has been returned to clinical use without reoccurrence of any battery alarms. Since no parts were found faulty by the biomed and returned for our investigation, the root cause of the reported battery alarms has not been determined.

Event description:
(B)(4).